Manufacturer narrative:
The device powered up properly after battery installation. The device passed self test and displacement test. No display anomalies noted including flashing white display, solid white display or missing segments and partial display anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a display anomaly. The customer¿s blood glucose level was unknown. The customer stated that the steady white screen, after turning on the off it would go back to normal for a bit then white again. The customer reports display was solid white. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.